Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (bg 615 mg/dl). Contact alleged the pump was not delivering insulin as there were infusion set problems and continual air was observed in the tubing despite multiple attempts made to remove the air while loading the cartridge. Contact did not provide further information at the time of the report and had to disconnect from the call with tandem technical support (cts). Although multiple attempts were made by cts to obtain additional information, contact/customer did not reply.